Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed.the device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, the surgeon did not manage to insert the pe in the corolla size 0. After a couple of attempts, he tried with other devices (same size) but it did not work either, as well as with another ringlock. Finally, after 20-25 min, he chose to use a different size of implant and then the surgery went smoothly, as usual. The event did not lead to patient adverse health consequence.

Event description:
It has been reported that during the surgery, the surgeon did not manage to insert the tess reversed humeral insert in the tess reversed corolla size 0 (this event is investigated in the current complaint). After a couple of attempts, he tried with other devices (same size) but it did not work either, as well as with another ringlock. (This event is investigated in (B)(4)) finally, after 20-25 min, he chose to use a different size of implant and then the surgery went smoothly, as usual. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device has been returned to the manufacturer and was analysed. The insert dimensions are sensitive to manipulation and cleaning (due to raw material) so it was not possible to confirm that the product dimension were conform to specification. The event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products tess humeral insert 6x36 size 0 reference (B)(4) , lot number 0001285100 were manufactured on 05 feb 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint has been recorded on tess humeral insert 6x36 size 0 reference (B)(4) , lot number 0001285100 within one year. According to available data, the exact root cause can¿t be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. Also, a field safety notice has been sent to customers concerning impaction difficulties on tess reverse corollas. Please note that no device in the scope of this action had been distributed to the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.